Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient felt discomfort from the subcutaneous implantable cardioverter defibrillator (s-ICD) and thought the device had moved. The physician had x-rays taken and upon review thought perhaps it had moved slightly forward, so a revision procedure was scheduled. Upon pocket opening the physician noted the anchoring stitches were still tight and the pocket was well defined. The physician determined it was unlikely that the s-ICD had moved, so it was put back in the same place and normal implant testing was successfully performed. The s-ICD remains in service and no additional adverse patient effects were reported.